Manufacturer narrative:
No report of patient involvement. (B)(4).

Event description:
The hospital reported the unit shutdown during preuse checkout and lost the ability to mechanically ventilate. There was no report of patient involvement.